Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery (ra) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician placed three ruby coils in the target location using the lantern. While attempting to advance the fourth ruby coil out of its introducer sheath and into the lantern, the ruby coil would not advance out of its introducer sheath and subsequently, the introducer sheath kinked. Therefore, the ruby coil was removed. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.